Event description:
Caller reported a cgm error 42. There was no adverse impact to the customer¿s blood glucose level. Customer received instructions for a complete pump reset from technical support and successfully started their sensor session without further issues. No additional information was received regarding the outcome of the event.